Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed ventricular tachycardia episodes that were converted to sinus. It was noted that there was high pacing impedance on the right ventricular (rv) lead and there was loss of capture. The physician suspects the arrhythmia was caused by loss of capture resulting in bradycardia. The physician elected to explant and replace the rv lead. The patient was discharged following the procedure.